Manufacturer narrative:
It was initially reported, during the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue. Replaced components were returned to the manufacturer's product investigation laboritory and an issue was found with the oxygen blending module board due to contamination.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue.